Manufacturer narrative:
Date of event was only provided as some time in (B)(6) 2018. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after using the comfort splint mouthguard. The patient was using the mouthguard for about 2 months prior to experiencing the reaction. The patient developed ulcers around the mouth and on the gingiva area. Upon experiencing the reaction, the patient stopped using the mouthguard and the symptom went away after about 2 days. The patient's status was reported to be good. The patient did not require any treatment for the reaction. The patient did not have relevant pre-existing condition or any known allergies. Prior delivering the mouthguard to the patient, doctor made some adjustment to inner toward the anterior of the mouthguard. The mouthguard was washed using water and soap.

Manufacturer narrative:
The mouthguard was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned mouthguard. The edges of the mouthguard were smooth. There were normal wears and tears; however, no major cracks were found. The mouthguard's layers were intact and not separated. The mouthguard turned yellow due to normal usage. The mouthguard was not returned in a clean condition. Calcium build up was observed on the mouthguard. A review of the material lot was performed and no non-conformity nor defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the mouthguard's materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. This incident is being monitored, tracked, and trended.